Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina as well as objective evidence of ischemia and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal to mid left anterior descending (lad) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00x28mm study stent. Following post dilation, the residual stenosis was 0%. After four days, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2017, the patient was diagnosed with coronary heart disease and was hospitalized on the same day. Coronary angiography was then performed. After four days, the 80% in-stent restenosis noted in the mid lad was treated with percutaneous coronary intervention (pci). Post intervention, the residual stenosis was 0%. Per core lab, the patient underwent target lesion revascularization. Two days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.